Event description:
It was reported that the asymptomatic patient presented in the operating room for device upgrade. During operation, the pulse generator exhibited backup vvi operatoin. A device software download was performed successfully. The device remained implanted. The patient was fine post operation.

Manufacturer narrative:
(B)(4).